Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : unknown femoral component, unknown tibial tray. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04935, 0001822565-2019-04937.

Event description:
Patient experienced pain seven months ago, approximately 2.5 years after revision. Subsequently, patient was tested for infection in and diagnosed with a minor staph infection and prescribed antibiotics.